Event description:
It was reported that the procedure was treating a mildly tortuous, mildly calcified, 99% stenosed lesion in the mid left circumflex coronary artery. After pre-dilatation with a 2x12mm balloon, the 3.5x38mm xience prime stent was deployed; however, a distal edge dissection occurred. The dissection was treated with another xience prime stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.